Manufacturer narrative:
The investigation conducted by field service engineering (fse) confirmed a broken cable on the patient side manipulator (psm) 2 arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the axis 6 cable to be broken. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while starting a da vinci prostatectomy procedure, the site found a broken cable on a patient side manipulator (psm) arm. The patient was under anesthesia when the surgical staff decided to abort the planned procedure. No patient harm, injury or adverse outcome was reported.